Event description:
The customer reported the sys displayed an x-ray disabled error code and thereby failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced. The sys was then found to be operating as intended.